Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The reporter, the patient's mother, reported that on (B)(6) 2011, the patient obtained blood glucose readings 'greater than 600 mg/dl'. During that time period, the patient experienced the symptoms of excessive thirst and frequent urination. The patient contacted the physician, who advised the patient to take injections of insulin via a syringe and disconnect from the pump. The patient had not been sick and had not been on any new medications. Troubleshooting revealed no issues with the infusion site, no leaks in the cannula or cartridge, the pump's date/time were correct and the pump history of bolus doses matched those programmed. The technical service representative also determined that on (B)(6) 2011, the insulin pump delivered a total of 14.85 units basal insulin, and the pump had been programmed to deliver 15.60 units daily.